Manufacturer narrative:
Additional information: the instrument lot number was provided. Correction: the instrument model number was corrected. The spine clamp was returned to the manufacturer for analysis. Analysis found that the adjustment screw of the returned clamp had damaged threads and debris in the threads not allowing movement of the screw. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site due to legal/confidential reasons. Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the fixing screw of the spine clamp was worn out. The procedure was completed using another open spine clamp and there was no impact on patient outcome.